Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he experienced high blood glucose of 460 mg/dl; treated with a bolus. Customer also reported that the reservoir compartment on the insulin pump is stripping and the reservoir falls out. Customer stated he went to the doctor's office for a checkup and the doctor told him to call to report that the insulin pump might not be delivering insulin properly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and minor scratches on the display window. The insulin pump was tested with a reservoir and fitted properly.